Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's concurrent conditions included body mass index normal and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems ¿ depression,"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced muscle spasms ("leg cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, psychological trauma, weight increased, muscle spasms, vaginal haemorrhage, depression and vulvovaginal pain had not resolved. The reporter considered abdominal pain, depression, menorrhagia, muscle spasms, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for : pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psychology injury, leg cramps and weight gain. Discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Reporter's information was updated. Patient's demographics was added. Added event abnormal bleeding (vaginal), depression, vaginal pain. Updated outcome of events from unknown to not recovered / not resolved. Event onset date was added. Concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure is seen on the left') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding, adenomyosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems ¿ depression,"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced muscle spasms ("leg cramps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, psychological trauma, weight increased, muscle spasms, vaginal haemorrhage, depression and vulvovaginal pain had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, depression, menorrhagia, muscle spasms, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for : pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psychology injury, leg cramps and weight gain. Discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure is seen on the left') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's concurrent conditions included body mass index normal, dysfunctional uterine bleeding, adenomyosis and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2016, the patient experienced depression ("psychological or psychiatric problems ¿ depression,"). In 2017, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced muscle spasms ("leg cramps"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, psychological trauma, weight increased, muscle spasms, vaginal haemorrhage, depression and vulvovaginal pain had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, depression, menorrhagia, muscle spasms, pelvic pain, psychological trauma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for : pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psychology injury, leg cramps and weight gain. Discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: medical record received. Event no essure is seen on the left, reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, psychological trauma, weight increased and muscle spasms outcome was unknown. The reporter considered abdominal pain, menorrhagia, muscle spasms, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for : pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psychology injury, leg cramps and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Case became incident. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psychology injury, leg cramps, weight gain and did not undergo test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.